Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load into the jaws properly. The hospital has reported that no pt injury occurred.